Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) rn called reporting a loose connection at the pump for the helium tubing. She describes that it seems to have to be held up in order for a gas loss alarm not to occur. They have switched the therapy to another cardiosave and would like this pump repaired. There was no patient harm reported .

Manufacturer narrative:
It was reported that the cardiosave had ¿helium related malfunction¿. It was reported the connection at the pump for helium tubing was loose. There was no adverse event reported. A getinge field service engineer (fse) was dispatched to investigate the issue.the fse found the customer was using 2 tank seals. This was cause of the tank not seating properly on the high pressure helium regulator. The fse replaced the helium tank seal and functional tested without any further issues. The equipment works to the manufacturer¿s specs, and cleared for clinical use, and was returned to the customer. The machine was returned for clinical use.

Event description:
N/a